Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that her blood glucose was 446 mg/dl, which was treated via insulin pump bolus. The patient received a no delivery alarm while changing her infusion set. She declined troubleshooting for the no delivery alarm. The patient checked her blood glucose and it had increased to 491 mg/dl despite having bolused fifteen minutes ago. Further troubleshooting was declined. The insulin pump was not returned for analysis.